Event description:
It was reported that after the patient had fallen her wires came loose so she had surgery on (B)(6), 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n327797, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).